Manufacturer narrative:
Based upon the investigation findings, the reported event has been determined unconfirmed for type 1a endoleak through medical assessment. Suboptimal medical documentation and imaging studies were available for this review. Cautionary product use conditions that might have contributed to this complaint included: patent lumbars, patent inferior mesenteric artery, and moderate bilateral iliac calcification. Ten months post implant, there was evidence to support a type iii endoleak at the anterior aspect of the superior margin of the main body; the specific type [a or b] could not be determined. This endoleak remained present throughout the thirty-two months post implant and was resolved post a confirmed implant of a suprarenal stent. The type ia endoleak could not be substantiated due to the location of the leak near the superior stent margin of the bifurcated graft and the poor stent apposition at the bend of the neck. Seventeen months post implant, there was evidence to support: a new, additional right posterior unknown endoleak; the aneurysmal sac was stable. This finding had resolved six months later. Thirty-one months post implant, a secondary procedure was reported. An endologix product use report showed that a 25mm endologix cuff was placed to mitigate the type iii endoleak. There were no additional records or images available for this intervention. Thirty two months there was evidence to support a new probable type iii endoleak approximately 1 cm below the superior margin of the main body; the previously noted type iii endoleak seen after ten months post implant had resolved. The final patient disposition could not be established due to lack of information, however it was reported that the patient was doing well. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information. However, cautionary product use conditions that might have contributed to this complaint included: patent lumbars, patent inferior mesenteric artery, and moderate bilateral iliac calcification.

Event description:
It was reported that approximately 31 months post implant of a bifurcated device, and a suprarenal aortic extension, the patient had an endoleak. Reportedly, the patient shown to have an increase on a follow up cta. Upon angio, the physician determined the leak and placed a cuff which fixed the endoleak. The patient is doing well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.